Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. As stated in the instructions for use, do not use the perclose proglide smc device if the marker lumen is not patent. Evaluation summary: evaluation of the returned device found the plunger, suture, needles, and cuffs in pre-deployed position. Dried blood was observed throughout the device, indicating the device was introduced into the patient anatomy. The link was slack, indicating the foot had been deployed. Contributing factors for the reported event include, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, the (B)(6) test was performed prior to decontaminating the device and during the device analysis and the results met the manufacturing criteria. The (B)(6) test was performed on every device during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was inserted into the patient anatomy at an angle greater than 45 degrees which could have contributed to poor or no luminal marking. Based on the investigation and the case information, the device was partially deployed and the reported failure to achieve luminal blood marking could not be confirmed as the device analysis indicated that the marker lumen was patent. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no other related incidents and there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the device was flushed, but could not get blood flow through the marker lumen. The device was inserted into the common femoral artery, but could not get bleed back and marking from the marker lumen. The device was removed and flushed unsuccessfully. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. A 6fr sheath was used. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.